Manufacturer narrative:
The device was received with critical pump error and pump error 40 confirmed in history file due to software error. Unable to perform self test, rewind test, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 19 due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had generated alarm if minute event is not received from motor processor or the sw watchdog task is not running properly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they got this thing on the pump it gives pop up, and it says pump restart. The customer reported settings were unchanged. The pump does the restart and reset the date and it goes to reservoir and tubing but when it says rewinding the customer can¿t hear the motor and it doesn't say rewind complete it just starts the error again. It says the pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.